Event description:
Allegedly the patient is experiencing mom complications (left). The patient has not yet had the left implant explanted, but plans to in the near future. Additional information received from litigation on 01/08/2019. Allegedly the patient was scheduled to be revised on (B)(6) 2019. Added the explant date. ((Left).